Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm, failed battery test, blank display and his blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for blank display was performed. Customer advised the insulin pump would turn on and off at random. Customer advised they pressed all of the buttons however the insulin pump remained blank. Customer replaced the device with a new battery and the display returned. Customer performed and passed the self-test. Troubleshooting for failed battery test was performed. Customer was advised a new battery cap would be sent out. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime.